Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Parent reported that the patient developed an abscess at the pod insertion site on the arm after the pod had been worn for between 37 to 48 hours. During a bandage change, the family observed swelling and a visible pus tip at the prior pod site. The pod was removed manually without adhesive spray, and a new pod was placed on the abdomen. On (B)(6) 2026, the patient was evaluated at a local hospital in the ambulatory / outpatient unit. Clinical assessment documented localized swelling, hypopigmentation, purulent discharge, and a palpable abscess measuring around 1.5 centimeters in diameter. Manual drainage released a significant amount of pus, followed by local disinfection. The patient was prescribed antibiotic treatment, and the site was dressed with drawing salve and a bandage. The duration of visit took three hours. No follow-up care was required, and no changes in blood glucose levels were reported.

Manufacturer narrative:
No damages were observed that would contribute to the reported skin infection, the cause of which could not be determined.